Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading obtained on the adc device compared to an unspecified reading obtained on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced dizziness, cold, sweat, and trembling, but the customer was unable to self-treat. The customer was administered dextrose and provided fanta as treatment by a non-healthcare professional (non-hcp). Reportedly, an adc device scan of 146 mg/dl was compared to a reading of 41 mg/dl obtained on a healthcare professional (hcp). When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.